Event description:
The end-user reported encountering difficulty placing 28mm cardioseal across the defect. According to the incident narrative, the left umbrella of the implant slipped through the defect while attempting to retract the left disk to the septum. After deploying the right umbrella, it was apparent the entire device was sitting in the right atrium. With the device still attached to the delivery system percutaneous retrieval was attempted. The device disconnected from the delivery system while it ws being retracted into the transeptal sheath. With the aid of a goose neck snare the device was re-captured and pulled down to the back loaded 14f recovery sheath. While attemptimg to pull it into the 14f recovery sheath, the device lost connection with the snare. Several attempts to re-capture the device with the snare failed. During these attempts the 14f back loaded recovery sheath was pulled back too far loosing venous access. A vascular surgeon was called in to perform a surgical cut down at the groin to remove the device.